Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the mlx 300w xenon lightsource was received in used condition. The technician was able to duplicate the reported problem. Evaluation of the lightsource identified that the lamp had a burning smell to it. The attenuator motor and switch were bad, the turret ring was cracked, and the power supply unit (psu) did not click to ignite the lamp. The psu, attenuator switch, stepper motor, and the lamp fan were all replaced to address these issues. Evaluation and function tests were performed and the mlx passed all tests. Root cause analysis: the reported complaint was confirmed. It was determined that the device issue was most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified. .

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) was overheating; was very hot. Additionally, there was a noise inside the unit. It is unknown under what circumstance this event was occurred; however, it was reported that the device was not in contact with a patient.